Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. Visual inspection of the returned cycler exterior showed no sign of physical damage. Functional check display brightness failed- when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was temporarily installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Voltage check failed. 5v out of specification. Temporarily replaced dc power cable. Voltage check passed. The device history record did reveal issues or problems related to the reported symptom code(s). Front panel assembly replaced on 04/28/2023.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's contact reported an unexpected reset. The warning occurred in unknown phase/cycle of dialysis. The patient was connected during incident. The cycler is plugged into a 3 prong wall socket. The cycler is not plugged into shared outlet. The patient contact also mentioned that after rebooting the cycler the screen was very dim. Technical services issued another cycler due to display brightness problem. Patient does know manual treatment process for use in the absence of a cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.